Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned. Blood was present on the helix. Visual and mechanical inspection noted no anomalous conditions in shape or structure. The electrical characteristics of the lead were found to be within product specifications. The helix electrode consistently extended and retracted within four turns. The lead was considered to be functionally normal.

Event description:
It was reported that during the implant procedure, the helix would not extend. The physician removed the lead and it took 30 turns to extend the helix. The lead was not implanted. No patient complications have been reported as a result of this event.